Event description:
It was reported that a small volume folfusor had not infused. One week after patient connection, the folfusor was returned to the facility for follow up. At that time the nurse had noticed that the folfusor had never infused. There was patient involvement, however impact was unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.